Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was up to 700 mg/dl at the time of incident and the current blood glucose level was 239 mg/dl. Customer¿s other blood glucose level was 370 mg/dl. Customer stated that the insulin pump had insulin flow block alarm and the insulin exited the fill tubing. Customer stated that the cannula was bent. Customer did not mention any treatment and symptoms related to high blood glucose level. The device will not be returned for analysis.